Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11 h11: the device was received for evaluation. During functional testing, the reported problem "error 345" was not reproduced. A review of the event history log revealed no evidence of system error 345. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was undetermined however, the ultrasonic sensor will be replaced as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.